Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the device was implanted to treat stress urinary incontinence. The patient also presented with a cystocele and a rectocele at the time of the procedure, but they were not treated and it is unknown if they were treated at a later date. No complications were reported at the patient's follow-up appointment on (B)(6) 2009. On (B)(6) 2010, the patient complained of some pelvic pain; however, the physician stated that the patient was generally unhealthy and had many health problems unrelated to the urinary problems and surgery. Therefore, he believed the patient was experiencing general musculoskeletal pain and did not believe it to be attributable to the sling. Furthermore, the sling was examined at this time and no issues were found. The patient was prescribed celebrex to treat the musculoskeletal pain. The patient's weight at this time was reported to be (B)(6). On (B)(6) 2011, the patient was examined for vulvar cancer. A biopsy of a lesion was performed, and the results were sent to the patient's oncologist. The patient has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.